Event description:
On (B) (6) 2010, the patient reported he has had elevated blood glucose readings of up to 400 mg/dl. He stated his normal range before beginning to use his insulin infusion device was 160 mg/dl and now is 90-200 mg/dl. He said he thinks his elevated readings are due to having some insulin infusion sets that do not seem to work with his body. His dietician suggested he use a 10 mm headset. His is working with this dietician to adjust his basal rates. He stated he is also trying different site locations and has found only one area that keeps him in his normal range. Proper site rotation and management were discussed with the patient. Courtesy infusion sets and transparent dressing were sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.